Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported unexpected shutdown. Analysis was able to confirm the damaged power cord bay assembly. Analysis also noted that the power cord was twisted but functional. All found defective parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down unexpectedly while in use. Additionally, the power cord bay assembly was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.